Manufacturer narrative:
Philips has investigated this complaint. It was reported that the image disk free space was low. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was expired. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had issue with image storage space, unable to perform exposure and cannot store the images. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.